Event description:
On (B)(4) 2016, it was reported that the vns patient's device had been explanted on (B)(6) 2016 due to either infection or end of service. Follow-up revealed that the patient presented with what the physician initially believed was an infection. Cultures were taken on (B)(6) 2016 and were negative. Notes from the explanting facility were received which appear to indicate generator migration and extrusion. The explanted generator was returned to the manufacturer for analysis which confirmed that the device performed to all functional specifications. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the patient's mother initially reported the event which first occurred on (B)(6) 2016. The explant was performed to mitigate any potential infection issues. The physician believed the issues were related to device placement and a foreign body response; however, it was noted that an absorbable suture was used during the implant procedure. No known manipulation or trauma was believed to have contributed to the event. The patient also experienced fluctuations in body weight which affected the healing process of the incision site. Additional relevant information has not been received to-date.

Event description:
It was reported that absorbable sutures were the only suture type available at the hospital at the time of surgery.